Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper re-processing which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the power module device had a malfunction, damaged, indicators were red and the power module had been in the autoclave. It was further determined that the device failed pretest for check indicator - liquid damage, saw test, function test, charging and checking of the power module in charger, information button and self test, motor shaft abrasion and free moving, internal cleanness and foils of liquid damage and general condition and lever. It was noted in the service order that the device power was dropping early even though it had just over charges. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.